Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lower limb pain. The patient had previously been implanted with a paddle lead and subsequently required two additional leads to achieve adequate coverage of foot pain. As the existing system included a two-port implantable pulse generator (ipg), a replacement procedure was performed to upgrade the device to a four-port ipg to accommodate the additional leads. The location of the explanted device was not reported. No further information was provided.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.